Manufacturer narrative:
Information contained in this report was previously submitted through psr on 23/oct/2017 and 22/jan/2018. A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: analysis of the returned device identified: deformation of the device, yellow particles, flat creases and weight within specification. Cloudy gel was observed after the autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was seroma. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side "chronic seroma serosanguineous". The device has been explanted.